Event description:
The international techdyne corporation (itc) cuvette was used for point of care testing international normal ratio (inr). The result of the lot used on was 2.3. Unsure of the inr at other acute setting where this patient was hospitalized with possible transient ischemic attack (tia). The lot used may have reported higher than actual result and may have contributed to the tia.======================manufacturer response for hemochron jr. Pt cuvette j201, hemochron jr pt cuvette (per site reporter).======================a clinical escalation team has been created to review each case.